Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from august 18, 2022, to august 19, 2022. The actual device and a photograph of the sample were received for evaluation. The actual sample was partially filled with solution. A visual inspection with the naked eye and with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issue was observed in the connector or cap area of the sample. A visual inspection of the photograph was performed which did not observe particulate matter in the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (small, thin hair-like particle) was found inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was observed during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.